Event description:
On 10/6/87 an aus device was implanted. On 3/28/90 the connectors were revised. On 5/16/97 the balloon and pump were removed from the pt and replaced due to recurring incontinence and fluid loss - balloon.